Event description:
An ophthalmic surgeon reported that he has seen air bubbles in the tubing during procedures. There was no patient impact reported. The surgeon is not willing to provide any additional information. This is the second of three reports being filed for this activity.

Manufacturer narrative:
The customer did not retain a sample for this investigation. The customer's complaint history was reviewed for the period of (B)(6) 2010 through (B)(6) 2011; this is one of two complaint reports of this nature. The lot complaint history and DHR could not be reviewed as the information was not retained. The customer did not retain a sample; the root cause of the customer's complaint is unknown. While a sample was not returned, the issue of bubbles in the fluid path is being investigated by the product research and development group. (B)(4).